Manufacturer narrative:
The software investigation found that the behavior described for the reported issue was a feature request and that the software of the navigation system was functioning as designed. This issue was documented in a medtronic navigation software anomaly tracking database as a feature request.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that there was one ae title associated to two ip addresses, wireless and wired. It was reported that the site opted to use the wireless ip address for the ae title as only one ip address can share the ae title. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while loading exams to the navigation system through electronic picture archiving and communication systems (pacs), it was reported that the navigation system displayed a low memory error when attempting to push a demo exam from the navigation system to pacs through digital intercommunication of medicine (dicom) query retrieve (q/r). It was reported that an error message appeared when attempting to push a patient exam to the navigation system through pacs, stating that the push could not completed. Pacs was reported to push and receive images from the site's medtronic imaging system without issue. The medtronic representative reported that the reported issue would occur when attempting to transfer the images wireless. There was no patient present when this issue was identified. No additional information was provided.